Event description:
Patient reported left side device rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side device rupture. Subsequently, physician reported " left side rippling" the device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2a, d2b, d6a., g4, h6. Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ device wrinkling: unable to observe since it is not related to the device. ¿ wrinkling of the skin: unable to observe since it is not related to the device.

Event description:
Patient reported left side device rupture. Subsequently, physician reported " left side rippling" the device has been explanted and replaced with another manufacturer's device.